Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion. ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. ¿ keep the collection bag below the level of the bladder or hips at all times. ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. ¿ leave foley catheter in place only as long as needed. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there have since been 3 more events with the similar situation where the foley was not draining appropriately. Patients have been bladder scanned and found to have urine in their bladders or exchange occurs and urine flows. Per customer follow up received via email on 04dec2025 stated that they did believe the device was discarded and 1 may have been picked up by clinical engineering. Patient retained urine and all devices had to be removed and replaced to allow urine to flow adequately. That was as much information they had at hand. They would need to go back into charts and review gender and ages.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there have since been 3 more events with the similar situation where the foley was not draining appropriately. Patients have been bladder scanned and found to have urine in their bladders or exchange occurs and urine flows.